Manufacturer narrative:
Device was used for treatment, not diagnosis. Blum, j., rommens, p., janzing, h., and langendorff, h. (1998). Retrograde nagelung von humerusschaftfrakturen mit dem uhn fine internationale multizentrische studie (retrograde nailing of humerus shaft fractures with the unreamed humerus nail. An international multicenter study). Der unfallchirurg, 101, 342-352. This report is for an unknown unreamed humeral nail (uhn)/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: blum, j., rommens, p., janzing, h., and langendorff, h. (1998). Retrograde nagelung von humerusschaftfrakturen mit dem uhn fine internationale multizentrische studie (retrograde nailing of humerus shaft fractures with the unreamed humerus nail. An international multicenter study). Der unfallchirurg, 101, 342-352. An unreamed humeral nail (uhn) was used during the reduction and fixation of humeral shaft fractures. This is a multicenter report that analyzes 102 retrograde nailings with the uhn. Patients were 59 men and 53 women with humeral shaft fractures. The mean age was 54.9 years, with ages ranging from 16 to 99 years old. 75 patients were followed until healing. The mean age of these 40 men and 35 women was 56.1 years, the youngest patient was (B)(6), the oldest patient was (B)(6). 75 patients could be followed until bone healing. Seventy-three fresh humeral shaft fractures, 12 pseudoarthrosis, 3 refractures and 14 pathological fractures were treated with the uhn. In the 73 reported recent fractures, four were severe, closed soft tissue injuries and seven fractures were open. In 12 patients, there were multiple musculoskeletal injuries, 13 patients with polytrauma and 14 patients with pathological fractures. At the time of admission, one patient had brachial plexus paresis, six patients had primary radial nerve paresis and one had median nerve paresis. Complications included: five fractures experienced delayed union of eight months and second operative procedure. Fissure or avulsion noted in 3.9% of cases. Radial nerve palsy noted in 3.9% of cases. Five reports of pain (3 shoulder, 2 elbow region). A report of poor shoulder function and two with poor elbow function. One report of an additional shaft fracture. This is report 1 of 2 for (B)(4). This report is for an unknown unreamed humeral nail (uhn).